Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the stimulator was non-working and it was unsure why. It was noted that the stimulator no longer provided stimulation for pain. No further complications were reported/anticipated.